Manufacturer narrative:
Age at time of the event: 80s. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that the patient experience pain/nausea during the procedure, and an embolism occurred. An angiojet® solent¿ omni catheter was chosen for a procedure in an occluded femoral/popliteal bypass graft (created 8 years prior) after prior treatment attempts failed to help the occlusion. The prior treatments were stenting and 12 hours of catheter directed thrombosis (cdt), which was a protocol dosing of actilyse and heparin by weight. The anastomosis was dilated by percutaneous transluminal angioplasty (pta) with 5 and 6 mm balloons. No power pulse spray was used prior to thrombectomy due to the prior cdt treatment. As the angiojet catheter was passed through the bypass in thrombectomy mode, from proximal to distal (activation time 150 seconds), the patient complained of significant discomfort, local pain and nausea, so the physician took a few breaks. These symptoms correlated "almost instantly" to when the device was activated. The nausea has been tied to the patient's pain. No ECG changes were noted at this time. After this first passage through the bypass, angiography showed significant improvement and no embolization in the treated area, however the proximal anastomosis still appeared tight; therefore pta was performed again with a 7 mm balloon. Following the pta, it was noted that the bypass re-occluded. The physician believed the pta caused re occlusion. No device performance issues were reported for the angiojet catheter. The physician reported that the angiojet catheter was of good help, but due to the patient's significant discomfort and nausea with angiojet treatment, he decided to end the procedure and treat the re-occlusion with additional cdt. The following day, the thrombus that was previously in the bypass had dissolved, and the vessel was open. However, a thrombus was found, that was not there prior to the first procedure, occluding the proximal popliteal and leg arteries cutting off blood supply to the foot. A pta procedure was performed in this new occluded area with a 3 mm balloon which helped open popliteal and contrast passage to the leg. The patient then received more cdt treatment after completion of the procedure (approximately 2 days of cdt treatment in total). IV fluid was given pre and post procedure. It was mentioned that after the angiojet procedure, due to increased IV fluids and contrast received in the department during the patient's stay, the patient developed a lung edema that was then treated. The patient's condition following the procedure was stable.

Manufacturer narrative:
Updated fields: device lot number, device expiration date, device manufactured date. (B)(4).

Event description:
It was reported that the patient experience pain/nausea during the procedure, and an embolism occurred. An angiojet® solent¿ omni catheter was chosen for a procedure in an occluded femoral/popliteal bypass graft (created 8 years prior) after prior treatment attempts failed to help the occlusion. The prior treatments were stenting and 12 hours of catheter directed thrombosis (cdt), which was a protocol dosing of actilyse and heparin by weight. The anastomosis was dilated by percutaneous transluminal angioplasty (pta) with 5 and 6 mm balloons. No power pulse spray was used prior to thrombectomy due to the prior cdt treatment. As the angiojet catheter was passed through the bypass in thrombectomy mode, from proximal to distal (activation time 150 seconds), the patient complained of significant discomfort, local pain and nausea, so the physician took a few breaks. These symptoms correlated "almost instantly" to when the device was activated. The nausea has been tied to the patient's pain. No ECG changes were noted at this time. After this first passage through the bypass, angiography showed significant improvement and no embolization in the treated area, however the proximal anastomosis still appeared tight; therefore pta was performed again with a 7 mm balloon. Following the pta, it was noted that the bypass re-occluded. The physician believed the pta caused re occlusion. No device performance issues were reported for the angiojet catheter. The physician reported that the angiojet catheter was of good help, but due to the patient's significant discomfort and nausea with angiojet treatment, he decided to end the procedure and treat the re-occlusion with additional cdt. The following day, the thrombus that was previously in the bypass had dissolved, and the vessel was open. However, a thrombus was found, that was not there prior to the first procedure, occluding the proximal popliteal and leg arteries cutting off blood supply to the foot. A pta procedure was performed in this new occluded area with a 3mm balloon which helped open popliteal and contrast passage to the leg. The patient then received more cdt treatment after completion of the procedure (approximately 2 days of cdt treatment in total). IV fluid was given pre and post procedure. It was mentioned that after the angiojet procedure, due to increased IV fluids and contrast received in the department during the patient's stay, the patient developed a lung edema that was then treated. The patient's condition following the procedure was stable.